Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started by tandem technical support, however the customer was unable to complete the check at the time of report. Multiple attempts were made by tts to gather additional information, however, no response was received. Customer blood glucose was 230-240 mg/dl.